Manufacturer narrative:
H11- manufacturer narrative: secondary iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and an elevated iop. The lens remains implanted. The cause of the event was reported as other. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and an elevated iop. In a separate visit the lens was exchanged with the same model, shorter length lens. The cause of the event was reported as other. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6-health effect- impact code (f): 2199 should be removed and 4629 should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- impact code (f): 4629 should be removed and 4627 should be added. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and an elevated iop. In a separate visit the lens was explanted. On the same day separate surgery the lens was replaced with the same model, shorter length lens. The cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).